Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and fibrin was observed, however poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up and poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes of poor barrier separation and red cell hang up, because the defects were not evident in the testing of the complaint lot samples. However bd is able to duplicate the customer's indicated failure mode of fibrin as fibrin strands were visually present in the retain and control samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance except with respect to fibrin. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and fibrin. This complaint has not been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation of the samples, the serum shows traces of red blood cells and fibrin filaments. This event occurred 3000 times. The following information was provided by the initial reporter. The customer stated: verbatim: we are hereby requesting the exchange of no. 3000 serum tubes with gel (code areas 20115) lot 2125068, as the aforementioned lot resulted in the following problems non-optimal separation- o after centrifugation of the samples, the serum shows traces of red blood cells and fibrin filaments.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation of the samples, the serum shows traces of red blood cells and fibrin filaments. This event occurred 3000 times. The following information was provided by the initial reporter. The customer stated: verbatim: we are hereby requesting the exchange of no. 3000 serum tubes with gel (code areas 20115) lot 2125068, as the aforementioned lot resulted in the following problems non-optimal separation- o after centrifugation of the samples, the serum shows traces of red blood cells and fibrin filaments;

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.